Manufacturer narrative:
The device session records were reviewed and it was determined that the device exhibited loss of bluetooth telemetry due to bluetooth lockout. There is no device malfunction suspected and the device is performing as intended.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. A bluetooth reset was performed and the pairing was restored. Patient condition was stable.